Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clenz leak underneath the coulter lh 750 hematology analyzer (lh 750). Customer reported the leak was not contained in the instrument. Customer reported the leak was also on the counter. Customer reported the volume of the leak was about a cup. Customer reported patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found fluid leak in the right front diluter panel at pinch valve 53b. The tubing failed and caused flooding. The fse replaced all pinch valves tubings in the right diluter panel and resolved the leak issue.